Event description:
It was reported that the user experienced elevated blood glucose after self-treating a prior low with glucose tablets, resulting in readings of 252 mg/dl on both fingerstick and sensor, and later trending down toward 191 mg/dl; this represents a usage issue rather than a device malfunction with the ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.